Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss with a patient interface (pi) during a laser treatment while the laser was firing. The surgery center was not able to complete the laser treatment therefore the procedure was aborted. The laser treatment was rescheduled. A brief description from the surgery center indicated the procedure was aborted due to suction loss and the surgery center had printing issues. Technical support provided instructions via the phone on how to print and printing issues were resolved over the phone.